Event description:
A customer reported that on (B)(6) 2010 at 8:00 pm he received an error-6 display message on his precision xtra blood glucose meter and as a result, he lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
It was identified by adc customer service that the customer was attempting to use expired test strips (lot # 41344; expiration: january of 2008). This case does not involve a product malfunction and no further investigation is necessary. This is the final report.